Manufacturer narrative:
Correction to field d2a: common device name.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. A remote interrogation was performed in which a premature battery depletion error code was observed. Technical services confirmed that the battery was depleting prematurely, and a device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. A remote interrogation was performed in which a premature battery depletion error code was observed. Technical services confirmed that the battery was depleting prematurely, and a device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d2a: common device name. Correction to field d6b: explant date. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. A remote interrogation was performed in which a premature battery depletion error code was observed. Technical services confirmed that the battery was depleting prematurely, and a device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.